Event description:
A customer contacted beckman coulter regarding an erroneously elevated accu tni result generated by the access 2 instrument. The erroneously elevated accu tni result (from sample a) was 0.54 ng/ml. The result was reported out of the lab. A new sample (b) was collected for accu tni a few hours after sample a was collected and the result obtained was lower than the previous accu tni test result from sample a. The accu tni result form sample b was 0.04 ng/ml. The customer reran sample b to verify the initial result for sample b. The repeated accu tni result for sample b was 0.20 ng/ml. The accu tni result of 0.20 ng/ml was reported out of the lab. The customer retested sample a after obtaining accu tni results from sample b that were in the normal range. The repeated acu tni result for sample a was 1.49 ng/dl. The customer performed a precision run with sample a and the results were between 0.04-0.06 ng/ml (see b6). The customer indicated that there has been no change to pt treatment that can be attributed to this event.